Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that there was a distal circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. A distal circumferential fracture has the potential for forward firing. It is probable that the identified debris adhesion on the metal cap surface contributed to elevated temperature near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including distal circumferential fractures. The identified fiber body bent/kinked at the proximal end of the metal cap was probable due to rough technique or excessive manipulation of the fiber during use. The interaction between the user and device caused or contributed to the circumferential fracture and observed bent/kinked. According to the instructions for use (IFU), the user is instructed to ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm) and caution: do not bend the fiber at sharp angles. Damage may occur to the fiber. Although analysis identified the glass cap exhibited mild devitrification, please note that fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystalize. Device technical analysis: the fiber was returned for analysis to our post market quality assurance laboratory. Visual analysis identified the glass cap exhibited a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge and the fiber body was bent/kinked at the proximal end of the metal cap. The metal cap exhibited mild debris adhesion on surface, indicative of tissue contact. The glass cap exhibited mild devitrification at the output window. The fiber was functionally tested with the hene (helium - neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The aim beam was observed at the output window. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. Labeling review: the device instructions for use (IFU) was reviewed. The IFU states: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Caution: do not press the fiber end into the tissue, which will create stress between the fiber and the opening (edge) of the cystoscope. Damage to the fiber may result. Caution: do not bend the fiber at sharp angles. Damage may occur to the fiber. Investigation conclusion: analysis of the returned fiber identified a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel. The observed condition of the fiber tip is consistent with devices that experience tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the beam output window. These factors are likely to cause the noted distal circumferential fracture. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use. The identified fiber body bent/kinked at the proximal end of the metal cap was probable due to rough technique or excessive manipulation of the fiber during use. The IFU also indicates to caution: do not bend the fiber at sharp angles. Damage may occur to the fiber. The interaction between the user and device caused or contributed to the observed fiber tip damage, bent/kinked fiber body damage and reported events. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event.

Event description:
It was reported that the fiber was returned without performance allegation. Analysis of the returned fiber revealed a circumferential fracture at the distal side of the fiber cap/fusion zone at the bevel edge. The potential for forward firing exists.